Event description:
Information was received indicating that while is use of a smiths medical cadd pump with a cadd set, liquid leakage was noted. It was also reported that the liquid spilled into the backpack and caused the pump to stop working. No adverse effects were reported.